Manufacturer narrative:
The insulin pump had no button error alarm; however, had intermittent button response due to moisture damage on the keypad trace. The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 56 mg/dl. Customer complained that the buttons on her insulin pump do not work and she got a button error alarm during troubleshooting. A recent blood glucose reading was 130 mg/dl. Troubleshooting was not able to resolve the issue. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.